Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (400-500 mg/dl). A bolus via the pump was delivered to address the bg level. The pump basal settings were adjusted in an attempt to lower the bg level. The customer did not think the pump was delivering insulin. A pump system check was performed using the current pump supplies and no issues with the pump were identified. As the customer had changed the cartridge and infusion sets, but not the vial of insulin, tandem customer technical support (cts) suggested to the contact to change the pump supplies and use a new vial of insulin. The contact understood the information cts provided.